Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -17.50/1.5/039 (spere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. The patient has experienced starburst, floaters, and glare/haloes for the past two years. The patient has been regularly visiting the surgeon since implantation. The lens remains implanted. H6 - device code 3189 is not applicable in initial MDR h6 - work order search: no additional similar complaint type events within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
B1 - corrected to serious injury in initial MDR. B2 - corrected to required intervention to preclude permanent impairment/damage in initial MDR. B5 - the reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -17.50/1.5/039 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. The patient has experienced starburst, floaters, and glare/haloes for the past two years. The clinic suggested to use pilo (medication) for a month (during night time). The patient was fine for 3 days but started having the same problem beyond that. The patient has been regularly visiting the surgeon since implantation. The lens remains implanted. H1 - corrected to serious injury in initial and supplemental MDR. H6 - health effect impact code 4644 - pilo meds. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
Reporter indicated after implantable collamer lens surgery. Starburst and floaters are being observed. Reportedly, high refractive power (around -16 d) and patient noted starburst, floaters and halos." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.